Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the evening on (B)(6) 2026, the patient began experiencing vomiting and a general feeling of being unwell. During this time, the patient¿s cgm displayed a glucose reading of 178 mg/dl, while a bg meter test showed a value of approximately 600 mg/dl. In the early hours on (B)(6) 2026 (around 2:00 am), the patient¿s condition worsened, and he was taken to the emergency room (the reporter did not specify who transported him). Upon arrival, a fingerstick blood glucose measurement again showed a value of approximately 600 mg/dl. The patient was admitted and treated with IV insulin administered via drip, along with IV fluids. The patient remained hospitalized due to a heart attack until his condition stabilized and was discharged on (B)(6) 2026 (hospitalization lasting more than 24 hours). At the time of the report, the patient stated he was feeling fine and doing much better. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. The reported glucose values fall within the c zone of the parkes error grid on (B)(6) 2026. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. The data investigation found a difference in values that falls within the c zone of the parkes error grid on (B)(6) 2026. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.